Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of leadless implantable pulse generator (ipg), the patient¿s pulse was performed because the patient¿s felt slight shortness of breath (sob). X-ray and computed tomography (CT) result showed that patient's pulse was slower than the setting rate. A leadless ipg device check was performed, pacing failure observed even at the maximum output. Device position was the same as that confirmed during the implant procedure. Patient use of temporary pacing on that day. Physician commented possibility of incomplete tine fixation as well as possible issues in the myocardium as reason for possible cause. The following day, a trans-venous device implantation was performed. The leadless ipg remains in the patient, implanted-out of service. No patient complications have been reported as a result of this event.